Manufacturer narrative:
The insulin pump alarmed an error after battery change causing to loose pump memory setting due to faulty electrical component on the circuit board. The device was received with cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump experienced memory loss after the battery was changed. This had happened two or three times. The customer's blood glucose was unknown. Nothing further was reported.